Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block b3: approximated based on the date the manufacturer became aware of the event

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure, date of the procedure was not indicated. During the procedure, an error appeared on the screen showing the scope was not working. The controller was turned off and on and the scope unplugged and plugged back in but did not resolve the issue. The procedure was completed with another exalt model d scope. There were no patient complications reported as a result of this event.